Event description:
Environmental services took floor buffer into MRI suite (which is against hospital policy). Buffer was pulled onto the MRI unit resulting in left them tip amputation requiring surgical procedures - revision left them tip amputation, neurovascular flap to left thumb and full thickness skin graft to left thumb from hypothenar area.